Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
(B)(4). The reported ventilator was inspected on site by a maquet field service engineer (fse). The reported pressure transducer sub-test failure was corrected by replacing the expiratory pressure transducer printed-circuit board (pcb). The pcb has been returned for investigation. The reported pressure transducer sub-test failure was not reproduced during testing of the returned pcb in a reference ventilator. Performed pre-use checks passed without deviation, and no alarms were generated during ventilation testing. The returned pcb is considered faultless. The reported pressure transducer sub-test failure was confirmed in the received device logs. The logs showed that this test had failed the expiratory valve coil test several times on the reported date of event. The root cause for the reported pressure transducer sub-test failure cannot be determined since the problem was not reproduced.

Event description:
Manufacturer reference # : (B)(4).